Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that there was blockage was in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.